Event description:
It was reported that the customer was hospitalized, due to hyperglycemia. The reported blood glucose reading was 23.9 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The self test passed. The customer delivered a bolus and visually confirmed that insulin was exiting as programmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.